Event description:
It was reported that the external pulse generator had a power-up failure prior to its self-check. It was further noted that no bails, ring or covers were sent. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator had a power-up failure prior to its self-check. It was further noted that no bails, ring or covers were sent. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Side bail covers, ring cover, side bails, and ring are missing. Upper case is broken. Lower case, battery release, heart block, lead flex cover, battery drawer, and battery flex are contaminated.